Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds noted on the right ventricular (rv) lead. It was suspected that the lead was damaged during the device explant procedure. The lead was capped and not replaced. No patient complications have been reported as a result of this event.